Event description:
It was reported that (5) devices were used during a laparoscopic nissen. It was reported by the rep that the 511 gaskets all tore during the procedure. All five trocars were replaced to complete the case. There was no consequence to the pt.